Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had surgery a couple weeks ago and had to turn their stimulation off prior to the surgery. Patient stated at first they had thought ins wasn't helping too much, but since surgery they have realized it does help. Patient said now they couldn't turn the stimulation back on because they cannot get the patient programmer to connect to the implant. Patient service specialist walked patient through how to connect with and without the antenna attached. Patient was able to successfully connect with the implant and saw that ins is on.